Event description:
The passeo-35 xeo balloon catheter was chosen for the treatment. The balloon could not be inflated in the venous stenosis.

Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined. The most probable root cause is related to the patients anatomy. Please note that the IFU advises the user to not exceed the rated burst pressure (rbp).

Event description:
The passeo-35 xeo balloon catheter was chosen for the treatment. The balloon could not be inflated in the venous stenosis.